Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The power pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with this power board.

Event description:
The customer reported that the device had no display. There was no report of patient involvement.